Manufacturer narrative:
Concomitant product: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) showed an end of service/end of life (eos/eol) message on the clinician programmer. It was noted the patient was implanted only about 6 months ago on (B)(6) 2013. It was noted the patient never touched the ¿ins on/off¿ from the time she left the hospital and never turned the ins off. It was noted the patient had early onset dementia and recharging was too hard for her so they put in a prime cell. It was reported that last week, the patient¿s stimulation was not present anymore. It was noted parameters were unknown because the ins was too depleted. Additional information received reported the battery was completely depleted and the manufacturer representative was unable to obtain any information regarding the patient¿s settings and programming. It was reported the patient had a follow up appointment with the physician in a couple of weeks where they would go over options with her. It was noted the patient was currently not receiving any therapy due to the battery having reached its end of service.

Event description:
Additional information received reported the patient's appointment was scheduled for (B)(6) 2014. Additional information has been requested, but it was not available at the time of this report. A supplemental report will be sent if any additional information is received.

Event description:
Additional information received reported the patient saw her pain physician on (B)(6) 2014 and was scheduled to see the implanting surgeon sometime in (B)(6).